Event description:
The device was used during a colon resection. Reportedly, the staples did not form properly and the instrument was difficult to close. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.